Event description:
Reporter indicated that pt's device was programmed to off several months ago due to severe shortness of breath. It was reported that the pt plans to make an appointment soon with a neurologist.